Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a single lumen umbilical vessel catheter (uvc). Customer reports that a leak was noticed just below the hub where the catheter is joined. The catheter was placed on (B)(6) 2011. The customer reports that the device was removed the same day and replaced with a catheter (mfg by another MFR) in the peripheral artery. The customer further reports that the pt status is fine.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.